Manufacturer narrative:
Analysis: analysis of ipg 3058 interstim ll (serial# (B)(4)) passed functional testing. Analysis determined that there were no issues when pressing on the implantable neurostimulator (ins) can and telemetry was acceptable. Ins output was tested at the distal end of the returned lead and good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (healthcare provider's (hcp) office. The reason for explant was device failure or malfunction; there was a product problem. A medical professional alleged a deficiency in the device performance and it had a direct impact on the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the reason for the call was to get a return mailer for an explanted device. The only information known about the explant from the caller was device failure or malfunction. The device was explanted on (B)(6) 2018. There were no further complications or anticipations reported with this event.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that, two and a half weeks after their replacement surgery, the patient was walking in a grocery store and experienced a sudden electric shock in their groin area which was really hard. The shock was very strong and lasted for about ten seconds. It freaked them out so they turned the stimulator off, which caused the shocking to go away. They never turned it back on. Also, the device was not helping for their symptoms, noting that the stimulation was hurting their tailbone. They followed-up with a healthcare professional (hcp) and was going to have the device explanted because they didn't trust the shocking experience. They didn't have a date set for the explant and was told to heal from the surgery first. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient shut off the device and hadn't turned it back on since the day it was shocking them.